Event description:
The customer reported during operation, the ventilator shut down and alarmed, and restarted. The customer reported the unit was not in use on a pt; therefore, there was no pt involvement or harm. The respironics service tech was unable to duplicate the customer reported problem. Review of the ventilator log history confirmed a diagnostic code that indicated a +24 volt failure. The service tech replaced the backup battery to correct the reported problem. Final testing was performed and all tests passed to operating specifications.

Manufacturer narrative:
Na